Event description:
The pt is implanted with two leads (from the same lot). It was reported the pt lost stimulation. An impedance check revealed invalid contacts. X-rays were taken and revealed one of the leads was fractured. The pt plans to undergo surgical intervention. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.